Event description:
While removing the malyugin ring from the eye, the surgeon noticed small gold flecks in the eye. Some were removed during the irrigation process but it was noticed in the follow up that there were still 3 gold flecks noticed: one on the iris and 2 in the incision. Surgeon stated that none of the other devices that were used during surgery had any gold on them. In normal post-op schedule and drops, the outcome was reported good with no patient harm reported.